Event description:
Draeger fabius gs anesthesia machine's closed circuit failed with an inability to ventilate requiring alternative equipment to ventilate pt. Happened twice each on two different machines. A failure of the "pop off", or apl, valve is apparent.